Event description:
It was reported that during hip arthroscopic articular repair procedure, the tip of rasp xl was broken when bone spicule of acetabular cut using hammer. The broken piece was removed from the patient. A backup device was available to complete the procedure with no delay or patient injuries.

Manufacturer narrative:
This is a seven year old reusable instrument. The complaint stated: ¿it was reported that during hip arthroscopic articular repair procedure, the tip of rasp xl was broken when bone spicule of acetabular cut using hammer. The broken piece was removed from the patient. A backup device was available to complete the procedure with no delay or patient injuries.¿ the broken product was confirmed. The instrument was received broken into two pieces. The rasp paddle itself has been fractured from the shaft where it meets the shaft. This is a substantial instrument. The damage was a result of excess force focused on the distal region. Per IFU: ¿do not use these instruments as levers for manipulating hard tissue or bone. Excessive force should not be applied to the instrument when manipulating soft tissue, bone, or hard objects. Misuse of these instruments may result in bent distal tips or jaws; and dull or uneven cutting edges.¿ and it also says: these instruments are designed for repeated use with proper care and handling. No root cause associated with the manufacture of this device was defined.